Event description:
Reportedly, the surgeon approached the lowest rectum tube and fired the device. After the second squeezing, the handle was locked. After the tissue was cut the surgeon opened the jaws of the device and confirmed that no staples were fired at all. The tissue fragment was reinforced the hand sewing and the procedure was converted to stoma.

Event description:
Please note changes to d10, g4,g7,h2,h3,h6 and evaluation.